Manufacturer narrative:
Evaluated four opened/used partial enlite sensor and performed visual inspection; found all four sensor cannula bent. We were unable to confirm needle anomaly due to customer not returning needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. It came on two different times during the night. Customer turned sensor off when it came on for the second time and they did not calibrate. Customer's blood glucose was 206 mg/dl at the time of the incident. Troubleshooting for sensor glucose was performed. Customer advised the sensor was bent once they took it off their body. Customer was bleeding and the blood was visible on the sensor connector. Customer was advised that the sensor would be replaced and agreed to return the product for further analysis.